Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) remained high (600 mg/dl) after administering an insulin injection. The next day bg was 303 mg/dl. The cause was not known; however, the customer did not suspect the pump to be the cause. Tandem technical support advised the customer to discuss treatment with a healthcare provider. The customer acknowledged and declined further follow-up.